Manufacturer narrative:
The device was received at the time of report submission and the investigation is in progress. A follow up emdr will be sent.

Event description:
During an intestinal polyps removal, the physician used a cook acusnare polypectomy snare. It was reported [the] user detected the snare broken during procedure, then changed to another same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the products returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the snare fully retracted into the sheath. The snare was advanced and retracted using the handle with no resistance. During visual inspection when the snare head was advanced, the snare head wire was split in two at the distal tip of the snare but connected at the proximal end at the catheter. The ends of the wires looked frayed and charred. Under magnification, it could be seen that the snare head was fractured at the distal tip. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report, the snare head was fractured at the distal tip. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.